Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had not been removing residual air from the cartridge. Tandem customer technical support informed customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin use.